Manufacturer narrative:
Add'l info received stated that the hosp performed extensive testing of the ventilator after the event and the problem was not reproduced. The hosp determined that cause of the event was the endotracheal tube which was not properly inserted. There were no parts replaced and the ventilator was put back in service. The ventilator logs which were downloaded 2.5 months after the event have been evaluated. The event log contains info such as parameter settings, set alarm limits and generated alarms. This log starts a month after the day of the event. The event log has limited storage capacity and therefore old logs are overwritten when new entries are logged. The test log contains the results of all tests performed during the pre-use check. This log shows that a successful pre-use check was done six days prior to the event. The log shows also that after the event, the ventilator was turned on three times without performance of a pre-use check but after these, 17 successful pre-use checks were performed. The technical log which contains technical alarms and info that can indicate a ventilator failure has no entry on the day of event. Basing on the above info, our conclusion is that there was no ventilator malfunction. It was the leakage due to the improperly inserted endotracheal tube which led to the reported inadequate flow. It has not been possible to determine how inadequate the flow was and no further info has been provided. (B)(4).